Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) no anomalies found full lead returned. Visual inspection: it was noted that blood was observed in/on the helix/lobe mechanism.

Event description:
It was reported that during implant attempt, there was sensing difficulty and oversensing. The analyzer cable and programmer were changed but there were still problems. The device was not implanted. No patient complications have been reported as a result of this event.